Manufacturer narrative:
If explanted, give date: not applicable as the lens remained implanted and therefore not explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. A video of the procedure was provided, and it was evaluated. Some dark spots were observed through the lens but due to the video resolution it could not be determined if the spots were the stain mentioned by the customer or if they were part of the solution used in the surgery process. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after the implantation of an intraocular lens (iol), a red stain was observed on the centre of the optic. It could not be removed with the irrigation and aspiration (I/a) procedure. No patient injury was reported. There is no indication that the lens was removed from the eye. No further information was provided.